Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, following an ablation for the right ventricular outflow tract ectopy, a small pericardial effusion was diagnosed via an echocardiogram. No further intervention was conducted besides restoring the patient's blood pressure by fluid infusion. The procedure was still noted to be successfully completed. The patient was later discharged and noted as stable. The perforation was noted to be in or around the right ventricular outflow tract. There were no performance issues with the device.